Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not cut as efficiently as surgeon wanted, even after adjusting the integrated electrosurgical unit (iesu/erbe) settings. The customer opened a new instrument with the same cord, and it worked great. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the customer reported complaint was not confirmed nor replicated by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, electrical, continuity and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with cutting during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. Additional observation not related to customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test.